Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the part between the handle and the body of the lens of the rigid video scope moves. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. The cover glass of the insertion section is scratched. The protector of the video cable section is cut. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is the magnet ring of the control section was broken, therefore the insertion pipe does not rotate smoothly, an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the part between the handle and the body of the lens of the rigid video scope moves. There were no reports of patient harm.